Manufacturer narrative:
During service at the manufacturer, the service technician was able to confirm the reported disassembly symptom, attributable to the dislodged retaining ring observed during the device inspection.

Event description:
It was reported that during a procedure at the user facility, the device was found to be disassembled. No clinically significant delay, no patient impact, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a procedure at the user facility, the device was found to be disassembled. No clinically significant delay, no patient impact, no medical intervention and no adverse consequences were reported with this event.